Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were using the arctic sun device on patient for organ preservation. The therapy had been alarming and stopping multiple times and received an alarm 115 (prolonged warm water exposure). The patient temperature was 36.4c, target temperature was 37c, water temperature was 40c, flow rate was 3.5lpm and 4 large pads were in place with good coverage. They were using rectal probe and they have verified probe was in place and have checked patient temperature via alternate source. They have pulled back chest arctic gel pads and checked skin. Mss discussed how alarm was a safety alarm encouraging diligent skin checks according to their protocol as patient was being exposed to very warm water for long periods of time. The trend showed 3 bars trending downward. Noted as long as patient temperature continues to drop the water temperature would remain at higher temps to try to control the patient temperature and bair huggers were already in place. Mss discussed addition of warm blankets to hands, head and feet and also suggested turning up vent warmer. Mss explained that the device appeared to be working correctly and nurse would consult physician.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as there was no allegation against product. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that they were using the arctic sun device on patient for organ preservation. The therapy had been alarming and stopping multiple times and received an alarm 115 (prolonged warm water exposure). The patient temperature was 36.4c, target temperature was 37c, water temperature was 40c, flow rate was 3.5lpm and 4 large pads were in place with good coverage. They were using rectal probe and they have verified probe was in place and have checked patient temperature via alternate source. They have pulled back chest arctic gel pads and checked skin. Mss discussed how alarm was a safety alarm encouraging diligent skin checks according to their protocol as patient was being exposed to very warm water for long periods of time. The trend showed 3 bars trending downward. Noted as long as patient temperature continues to drop the water temperature would remain at higher temps to try to control the patient temperature and bair huggers were already in place. Mss discussed addition of warm blankets to hands, head and feet and also suggested turning up vent warmer. Mss explained that the device appeared to be working correctly and nurse would consult physician.